Event description:
Patient had right hip surgery on (B)(6) 2010. Received notification of the recall. Patient stated not in pain, no problem walking, only stiffness when walking too long on concrete. Has scheduled an appointment for xrays (B)(6) 2016. It was reported that the patient's right hip was revised. Intra-operatively, the head was found loose on the trunnion, which had 'duck billed', and a moderate amount of black tissue was noted in the patient. The patient's stem, head and liner were revised. Rep confirmed there are no allegations against the revised liner.

Manufacturer narrative:
An event regarding rom (stiffness), wear and disassociation involving a v40 cocr lfit head that was mated with accolade stem was reported. The event of rom (stiffness) was not confirmed, while the event of revision and wear / disassociation was confirmed by clinician review and evaluation of the confirmed device. Method & results: -device evaluation and results: a material analysis has been performed. The report concluded: damage on the stem trunnion and head taper was consistent with loss of taper lock. The sem analysis on the head taper was consistent with fretting and adhesive wear. Eds showed that the head and stem base alloys were consistent with the material callouts on their respective drawings (astm f1537 and astm f1813 alloys, respectively). Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who revealed that review of these records confirm revision of a primary tha stem head and liner. It was reported that "intra-operatively, the head found loose on the trunnion, which had 'duck billed', and a moderate amount of black tissue was noted in the patient". Review of the 5/12/2020 ap x-ray showing angulation of the head in relation to the stem is consistent with these reported findings. The reported "duck billing" is a description of loss of material from the trunnion due to loss of mechanical interlock between the trunnion and female taper of the head. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the clinician review of the provided medical records revealed that "review of the 5/12/2020 ap x-ray showing angulation of the head in relation to the stem is consistent with these reported findings. The reported 'duck billing' is a description of loss of material from the trunnion due to loss of mechanical interlock between the trunnion and female taper of the head. " the material analysis report conclude that damage on the stem trunnion and head taper was consistent with loss of taper lock. The sem analysis on the head taper was consistent with fretting and adhesive wear. Eds showed that the head and stem base alloys were consistent with the material callouts on their respective drawings (astm f1537 and astm f1813 alloys, respectively). Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. However the subject device has been identified to be within scope of nc/CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
An event regarding rom(stiffness) involving a v40 cocr lfit head that was mated with accolade stem. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "patient apparently is doing well 6 years s/p right tha. Stiffness in a replaced joint is a common finding particularly stiffness induced by exercise. There is insufficient documentation presented to complete this assessment. No defect in implant or manufacture was identified." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical information was submitted to a consulting clinician who indicated: "patient apparently is doing well 6 years s/p right tha. Stiffness in a replaced joint is a common finding particularly stiffness induced by exercise. There is insufficient documentation presented to complete this assessment. No defect in implant or manufacture was identified." However the subject device has been identified to be within scope of a nc and a CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient had right hip surgery on (B)(6) 2010. Received notification of the recall. Patient stated not in pain, no problem walking, only stiffness when walking too long on concrete. Has scheduled an appointment for xrays (B)(6) 2016.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had right hip surgery on (B)(6) 2010. Received notification of the recall. Patient stated not in pain, no problem walking, only stiffness when walking too long on concrete. Has scheduled an appointment for xrays (B)(6) 2016.